Event description:
A customer reported via phone call indicating that they experienced high blood glucose over the weekend which caused them to be hospitalized. The customer stated that they believe that their meter is giving incorrect readings. The customer's blood glucose at the time of their hospital admission was 88 mg/dl. The customer's blood glucose level and blood work came out fine at the hospital so they were not treated. The customer was wearing the insulin pump during their hospitalization. The customer did not return the device back for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).